Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). H.6. Investigation summary: material #: 364314 lot/batch #: 3122762 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that prior to using bd preset¿ arterial blood collection syringe, the cannula was stained. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to a correction: b3: date of event: 01-feb-2024.

Event description:
It was reported that prior to using bd preset¿ arterial blood collection syringe, the cannula was stained. No patient impact reported.